Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver ((B)(4)/part no. Str-gl-001 ), that was being used with the transmitter during the reported event of intermittent out of range was returned. Evaluation of the returned device confirmed the reported event. The root cause was determined to be a defective transmitter and aui-u1 related failures on the receiver.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.